Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5094494. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked near the top of the container. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufactured between january 16, 2020 to january 20, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.